Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device used. Functional testing could not replicate the reported issue; however, visual inspection found a degraded main board due to the real time clock (rtc) battery issue. The battery department¿s screws were stripped while replacing the main board. Also, there were a few error codes found in the event log. The root cause was determined to be the main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited error code 46822. There was unknown patient involvement.